Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had blisters on her back under the therapy electrodes. The blisters were reportedly not open. The patient used a cream on the area that she received for an unrelated issue. The patient's physician advised the patient she could remove the lifevest from time to time in order to allow the blisters to heal. Follow-up indicated that the blisters had improved.